Event description:
It was reported by service report that the cap bearing on the head section was damaged, which could potentially result in the head section detaching from the cot frame. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - cap bearing on head section.